Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and that there was moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: moisture was observed in the pump's battery compartment. A leak test found a battery compartment leak. There was no further evidence of moisture inside the pump when it was opened for inspection. There was a crack along the side of the battery compartment from the threads to the case seal.